Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump bolus history was inaccurate. Additionally, it was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 347 mg/dl with a high level of ketones. Cause of elevated bg level was unknown. Bg was treated with fluids and manual insulin injections. Reportedly, customer left the ER a few hours later with the issue resolved and no permanent damage. Pump data review by tandem technical support confirmed the pump was functioning as intended.